Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the broken large syringe. They were subsequently able to run controls and patient samples without errors. No further action required by fse. The most probable cause of the reported event was due to a fault/failure of the large syringe.

Event description:
On (B)(4) 2016, the customer reported a large syringe error after preventative maintenance with their g8 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.